Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) female patient, the device displayed an "internal error occurred - system reset required" message. Complainant indicated the device did charge and delivered the selected energy 6 times. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was not replicated or confirmed. The device passed all testing without duplicating the report. The device logs were not saved and were unable to be reviewed. The device was recertified and returned to the customer. The battery used during the event was not returned. Analysis of reports of this type has not identified an increase in trend.